Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient had a history of acute decompensated chronic heart failure with cardiogenic shock secondary to ischemic cardiomyopathy. During preparation for mechanical circulatory support, a setup failure of the automated impella controller (aic) occurred, resulting in a ¿purge disc not detected¿ alarm. The controller was exchanged for a backup aic, which was successfully set up without further issue. Following successful controller setup, an attempt was made to implant an impella 5.5 device. Due to patient vascular anatomy, the device could not be advanced, and the implant procedure was aborted. No further attempts were made with the impella 5.5. An impella cp device was subsequently prepared and successfully implanted to provide hemodynamic support. The patient remained on impella cp support and expired approximately four days later. No additional clinical details regarding the patient¿s hospital course or specific cause of death were provided. The aic setup failure and the inability to advance the impella 5.5 device are being reported as serious injury type reportable events. The impella cp is being reported as a death-type reportable event, as the device was in use at the time of the patient¿s death. Based on the available information, the patient¿s death appears consistent with progression of advanced cardiogenic shock and underlying end-stage ischemic cardiomyopathy. No device malfunction, performance issue, or impella cp-related adverse event was reported. Failure to advance the impella 5.5 due to patient anatomy is consistent with known procedural considerations outlined in the IFU and does not, by itself, indicate device malfunction. Change in reportability: after review of the case by medical safety, it was determined the impella 5.5 device is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
D1 brand name was revised. D4 catalog and serial were revised. E1 zip code extension was added as it was inadvertently omitted from the initial report that was submitted. H6 component code was added as it was omitted from the first follow-up report that was submitted that contained the investigation findings.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This impella 5.5 report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support (mcs). However, prior to implant for support difficulty was encountered with the automated impella controller (aic) and the impella 5.5 device. During initial set up the aic had a "purge disc not detected" alarm. Multiple attempts were made to reinsert the purge cassette with no resolution to resolve the alarm. The purge cassette was also changed with no success. The decision was made to switch to the backup automated impella controller, and the team was able to successfully progress through set up. Following, the impella 5.5 was unsuccessfully attempted for implant. Due to patient anatomy, the impella 5.5 was unable to advance, and therefore, this implant was aborted. An impella cp device was successfully placed. Information successfully received noted the patient expired approximately four days later.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had tortuosity of the vessels preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.